Manufacturer narrative:
Additional information: there were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter was placed per IFU prior to delivery of adhesive. The catheter tip was 5cm caudal to sfj. Compression was used. Only one leg was treated, the left short saphenous vein (ssv). There was cellulitis observed in both legs prior to procedure. Sterile techniques were followed. Physician said wound was clear of infection and improving upon follow up ((B)(6) 2024). Patient is in wound care since (B)(6) 2024 due to the puncture in the left calf. Patient is scheduled to come in for additional follow up ((B)(6) 2024). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It is reported that a patient recently underwent a venaseal procedure ( (B)(6) 2024) to treat the leg and has had major issues since. The patient was informed the procedure would last 30 mins but it took 90 mins. 5 days post procedure ( (B)(6) 2024) patient attended a follow up visit and had an ultrasound done with everything reported to be fine. 2 days post follow-up visit ( (B)(6) 2024) the patients foot became swollen with some blood coming from the hole bottom calf with fever in the leg. They attempted to contact the physician but did not reach them and made an appointment for the next day. The next day ( (B)(6) 2024) the swelling had reduced a little and no longer fever in leg. The physician prescribed the patient on antibiotic starting the same day. 3 days later ( (B)(6) 2024) the leg became very swollen and there was blood coming from puncture. 4 days later ( (B)(6) 2024) the physician reviewed the swollen leg which was red but no fever, and prescribed further round of antibiotics. After this the leg was looking much better ( (B)(6) 2024). The patient requested a blood test make sure there was no infection in blood, no infection found, and the patient was told to return in 3 months ( (B)(6) 2024). After this ( (B)(6) 2024) the leg was still red with some blood and the wound really looked ugly, so the patient decided to go to prima care. There they had a wound culture, administered a shot of 1000mg ceftriaxone sodium, prescribed two 2 antibiotics, 250 mg cephalexin, 150mg clindamycin and a probiotic. 2 days after ( (B)(6) 2024) the physician from prima care called and based on the wound culture and changed the patient to a different antibiotic. The patient stopped their blood thinner, thinking this may help and stopped atorvastatin 40mg and donepezil 10mg because of the antibiotic he was put on ( (B)(6) 2024). The patient then saw another primary physician who referred them to see a wound physician. They visited the wound physician ( (B)(6) 2024) and the leg is finally looking better. The patient was supposed to have the right leg treated also but will not be proceeding with the treatment.